Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that patient's hip was revised. As reported by rep: "I was called into revision halfway through the case with the surgeon stating there was a stryker trident ceramic liner they needed to replace with a trident x3 [poly] insert along with a [competitor] revision stem and head. Patient fractured femur and had to put in revision stem construct". Rep reported the explants as being a trident ceramic liner and "what looked to be accolade tmzf stem".